Event description:
It was reported that during sedation (device inside patient) of a colon examination the subject device exhibited a defective water supply (the amount of flow is unknown). The diagnostic procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation a presumed cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.